Event description:
It was reported that the patient felt two little shocks while at the grocery store. A device interrogation showed that there had not been any episodes. The output on the right ventricular (rv) lead was raised to 8 volts to check for possible diaphragmatic stimulation and the patient screamed and indicated that it hurt in the subxyphoid area. When testing was done at 3 volts, the patient stated that if felt like they were starting to get a ¿shock.¿ capture management was turned off and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID d314drm implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2012. (B)(4).